Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device found no evidence of loosening. X-rays were not available for review. A complaint database search found no additional reports against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided; however, the initial reporting stated that the depuy device was implanted with competitor manufactured cement and the complainant believed the event to be failed cement or cement technique. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and tibial loosening at the cement/implant interface. Competitor cement was used at the time of original implantation.